Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, or battery tube during the visual inspection. However, moisture damage was found on the vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported the customer forgot to take off the insulin pump when he entered the swimming pool. Device got wet and then after a minute it alarmed button error. Customer attempted to dry the device but it didn't work. Customer's blood glucose was 201 mg/dl. No further information reported.